Manufacturer narrative:
Tandem¿s t:slim x2 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the cartridge loading process, the customer thought that the fill tubing step had been completed and then connected the infusion set tubing to the site. However, instead of pressing "fill cannula", the customer thought that the "fill tubing" button was inadvertently pressed again causing the customer to receive additional insulin (approximately 25-79 units). Tandem technical support reviewed the pump data and confirmed that 76 units of insulin was used for the fill tubing step. The customer's blood glucose (bg) level had lowered from 111 to 54 mg/dl. Juice and glucose tablets were consumed. The paramedics were called and the customer was admitted to the hospital. The customer was given carbohydrates and medication for a stiff neck. The next day, due to the low bg treatment (juice/glucose tablets), the customer's bg elevated to 500 mg/dl and a bolus via the pump was delivered to address the bg level. The customer was discharged on (B)(6) 2017 with the bg issue resolved.